Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00341.

Event description:
The affiliate stated the customer reported elevated troponin I (access® accutni) results, within the risk stratification, for several patients, involving the access® accutni assay used in conjunction access® 2 immunoassay system. This report is one of two referencing the patient on the event date noted. An initial result of 0.145 ng/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, recovered results of 0.729 ng/ml and 0.120 ng/ml. The patients' samples were collected in lithium heparin tubes and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at room temperature. The customer indicated all system parameters (quality control, calibration, and system checks) were within specifications. No system issues were noted. The instrument was in operation.